Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fistula ("fistulae"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune-like symptoms"), allergy to metals ("nickel sensitivity"), necrosis ("necrosis ") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fistula, dyspareunia, urinary tract disorder, autoimmune disorder, allergy to metals, necrosis and menorrhagia outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dyspareunia, fistula, menorrhagia, necrosis, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion details: right tube- 1 coils, left tube- 3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fistula ("fistulae"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune-like symptoms"), allergy to metals ("nickel sensitivity"), necrosis ("necrosis") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fistula, dyspareunia, urinary tract disorder, autoimmune disorder, allergy to metals, necrosis and menorrhagia outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dyspareunia, fistula, menorrhagia, necrosis, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion details: right tube- 1 coils, left tube- 3. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.